Manufacturer narrative:
(B)(4). The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. Once any additional information does become available, this report will be updated.

Event description:
Additional information was reported that this ICD was explanted and the rv lead was capped and surgically abandoned. Both products were successfully replaced without any additional adverse patient effects reported.

Event description:
At a later date, this ICD was returned for laboratory analysis. No additional allegations have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Further inspection of the lead barrel verified that there was full lead insertion as evident by the lead seal ring marks in each port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the reported clinical observations and detailed analysis found that this device met all specifications.

Event description:
Additional information was reported that another high out of range shock impedance measurement was detected on this ICD and rv lead. The out of range measurements continue to be an ongoing issue. Boston scientific technical services (ts) was contacted and discussed that the high out of range shock impedance measurements may be a result of the rv lead being a single coil lead. The ts consultant also provided additional troubleshooting options that may help further evaluate the system. The field representative was planning on discussing these options with the physician. No adverse patient effects were reported.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.